Event description:
It was reported that the pump's pressure sensor was erratic. No patient involvement or injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and the battery was counterfeit. A review of the event history log (ehl) identified occlusion errors in history. During the functional testing the reported issue was able to be duplicated. The root cause was due to normal wear as the pump was over 11 years old. Replaced force sensor. Replaced plunger cable as a preventative measure.